Event description:
Spontaneous call from pt. Sn: (B)(4) error message 1870 displayed on the pump motor time out error. Pt is using back up pump and replacement is being sent to pt. No further information. The reported product fault did not occur while in use with a pt. The product issue did not contribute to pt or clinical injury. The product is available for evaluation. We replaced the device. Dates of use: from (B)(6) 2018 to current; diagnosis or reason for use: pah.